Event description:
It was reported to physio-control that the customer's device lost connection with its electrodes during resuscitation of a patient. It is unknown whether the device delivered a defibrillation shock to the patient. There was patient use associated with this event. The patient had expired.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Event date of the initial medwatch report indicates: (B)(6) 2015. The initial medwatch report should indicate: (B)(6) 2015. Follow-up information: physio-control evaluated the device but could not reproduce the reported issue. The electrodes that were used during the event, were not returned to physio-control for evaluation. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use.